Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 469 mg/dl which was treated with insulin pump. Customer stated that the insulin pump had no delivery alarm during basal. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit. Assisted customer in performing a 5.0 unit manual prime. Customer stated that insulin exited the tubing. The device will not be returned for analysis.